Event description:
It was reported that the implantable pulse generator (ipg) exhibited unexpected longevity, and had depleting further than expected. In addition, high thresholds have been observed with the right atrial (ra) lead since implant; the cause being undetermined. Follow-up investigation revealed that a device interrogation also showed an episode with the right ventricular (rv) lead exhibiting noise and corresponding high/undefined impedance. The physician chose to monitor the issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.